Event description:
The customer reported that the coag mode was not consistent, resulting in insufficient seals. There was some patient blood loss, but no transfusion was necessary. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.